Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient underwent an ask procedure. Gateway cannulas were used. The pressure on the crossflow was set to 50 mmhg. Water sprayed out of the gateway cannula. The customer reports that the nurse and the surgeons got splashed.